Event description:
Call received from dr. (B)(6), stating that pt called from him this morning to report that her tubing had gotten disconnected from the cassette, and she woke up to wet sheets. On call to patient, she stated the same thing as the md, that her tubing had gotten disconnected from the cassette sometime in the middle of the night, and she woke up to wet sheets. Patient stated she was able to start a new infusion with her other pump, and that she was currently fine with no side effects. Patient further stated that his issue had occurred once in the past, but she was awake at that time, and was able to catch the problem immediately--she believes this is something to do with the threading on the tubing, either from the line, or from the cassette tubing. Author informed her that tubing issues would be a manufacturer issue and she voiced understanding serial number of pump involved with occurrence, (B)(4). A new pump will be couriered to patient today per request from the doctor and patient. Dose or amount: veletri 9.2 ng/mg/min. Frequency: every 24 hours. Route: intravenous. Dates of use: (B)(6) 2015 to ongoing. Reason for use: pulmonary arterial hypertension.